Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional called to report that a patient was injected with 2 syringes of juvéderm voluma® xc 5 months ago. About 9 days later within the same month the patient called the office complaining of their right cheek swollen, painful and warm to touch. They thought they had a tooth problem and so they scheduled an appointment with a dentist. The patient went to the dentist two days later in which the dentist examined them and prescribed 5 days z-pack. The patient stated it took 3 days and the swelling was gone so they stopped taking the 5-day z-pack. A month and 3 days later the patient were presented in the office with a swollen left cheek, painful and warm to the touch. The hcp prescribed the patient again with a 5-day z-pack and was told to complete the 5 days which the patient agreed. During that period the patient followed up several times with no results, however over a month later the doctor aspirated fluid to be cultured which the culture came back clear for infection and so the hcp prescribed the patient an antibiotic. Patient¿s left cheek continued being swollen and about two months later the hcp again aspirated the fluid, and the culture is currently waiting on results.

Event description:
Additional information reported patient was injected into the cheeks. Left cheek swollen and tender. Fluid was asperated and sent for diagnostic testing with result noting "negative." A second culture was performed two months after the diagnostic testing was performed showing light growth of coagulase negative staphylococcus species, multiple morphologic types. MRI performed with result noting "no focal mass or fluid collection and the site of filling in the left cheek. Negative examination." The symptoms have fully resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data: a4, b5, b6, e1, h6, and h8.